Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized 6 times between (B)(6) due to low blood glucose. On one occasion they had blood glucose of 13 mg/dl at the time of the incident. The customer was given food, glucose gel, glucose, and intravenous glucose to treat. The customer experienced symptoms such as inability to stand and loss of consciousness. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The customer is hypo unaware and has no concerns that highs or lows are being caused by their pump. The insulin pump will not be returned for analysis.